Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was implanted with an artificial urinary sphincter due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated that the patient's incontinence initially improved after the sling was implanted, but still leaked. The patient outcome following the artificial urinary sphincter implant was good.

Event description:
It was reported that the patient had an unknown sling implanted on unknown date. The patient was implanted with an artificial urinary sphincter due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.